Event description:
Information received from the field notes that the patient presented to the emergency room with syncope. Pacing with loss of capture was seen, but capture returned when the patient was prone. The loss of capture was intermittent during the next hour or so. The device was reprogrammed to unipolar, but later replaced. The patient fell off a horse in may 1999 and had a redundant ventricular lead that may have interfered.